Event description:
Event description guidant received information that this transvenous defibrillation lead was explanted due to a possible fracture. The patient's lead system, including this transvenous rate/sense lead, was also explanted due to infection.